Event description:
It was reported that the insulin pump alarmed battery out limit after battery. The customer's blood glucose was 144 mg/dl. The customer mentioned that the device had alarmed low battery alarm, but the customer could not insert a new battery until they got home. This caused the battery out limit alarm. The customer stated that the keypad and the buttons were unresponsive. The screen was not completely blank. Troubleshooting was done and the screen of the insulin pump was frozen, with no advance of the time. The customer is pregnant and has been taking manual injections. The discontinuation of the device was advised. Nothing further was reported.

Manufacturer narrative:
Failure analysis revealed that all the operating currents were within specification. The insulin pump passed the self test. No unexpected battery out limit or frozen display screen anomaly noted. The device was received with intermittent button response due to corroded keypad traces, cracked reservoir tube lip, cracked battery tube threads, minor scratched lcd window and scratched reservoir tube window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.